Event description:
Per the clinic, the patient experienced an infection at abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, in order to explant the implant screw and remove abutment, followed by placement of a new internal fixture for the transcutaneous osia implant system.